Manufacturer narrative:
Section d6a: date of implant was inadvertently added in initial report and is not applicable for this device. Manufacturer investigation conclusion: the reported event of a no external power alarm was confirmed with the submitted log file. The submitted log file captured a no external power alarm event on (B)(6) at 9:28 am. The alarm was related to a loss of power from the mobile power unit resulting in a loss of external power to both power cables. The system reverted to the internal backup battery for power and continued to operate at the stored patient speed value of 4,800 rpm. All alarms cleared when power was restored from the mobile power unit shortly after. At 12:34 pm, another no external power alarm event was captured with similar data indicating a loss of power to both power cables that was related to the loss of power from the mobile power unit. All alarms cleared when power was restored from the mobile power unit shortly after. It was noted the log file was retrieved from system controller (serial # (B)(6). Attempts were made to obtain additional information from the customer regarding the no external power alarm event captured in the log file; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the mobile power unit (serial # unavailable) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Serial number was unavailable, and the device history record could not be reviewed. Heartmate 3 patient handbook rev c, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including ¿connect power¿ alarms. Low voltage advisory alarm: 1. Promptly connect to a working or different power source (mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. If alarm persists, call your hospital contact immediately. For more information, see page 228. No external power alarm. 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. Power cable disconnect alarm: 1. Promptly connect the disconnected power cable to a working power source (mobile power unit or two fully-charged heartmate batteries). 2. Call your hospital contact if reconnecting the power cable does not resolve the alarm. Heartmate 3 instructions for use, ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that there were power cable disconnect, low power hazard, and no external power alarms. The log files were sent for review and displayed two episodes of power cable disconnects/low power/no external power events on (B)(6) 2021 at approximately 9:28am and 12:34pm while on the mobile power unit (mpu). This was caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. The log showed lower flows when pulsatility index (pi) was elevated.